Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a dislodged flush tube. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number sk3317 on (B)(6)-2020 and it had 4 lives remaining. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no report of patient injury, if the issue were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the cable of the permanent cautery hook broke. The procedure was reportedly completed with scissors and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.